Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(6). Cook medical incorporated (cmi), 1025 acuff road, p.o box 4195, bloomington, indiana 47402-4195. Importer site establishment registration number: (B)(4). PMA/510(k) # p050017/s006. Problem statement: "the stent was deployed while pulling back the stent assembly, it got stuck inside & could not be retrieved back. Finally retrieved with lots of force which lead to stent deformation & cbd (common bile duct) rupture." Device evaluation: the zfv6-80-10-8.0 device of lot number c1301596 involved in this complaint was returned for evaluation, with the original packaging. The packaging was open on receipt. With the information provided, a physical examination and document based investigation was conducted. From customer testimony, it is known that the complaint device became stuck on the wire guide as the device was withdrawn from the patient. The device was advanced and deployed over a aplatz wire guide of 0.035¿ diameter. The patient¿s bilirubin leaked from the rupture in the common bile duct. The rupture was treated with an additional stent and post dilation for ten minutes until the leak stopped. The device related to this occurrence underwent a laboratory evaluation on the 17th may 2018. On evaluation of the returned device, it was noted that the device was returned without the stent and with the safety tab detached. The distance between the pusher ring and the distal white tip was 10cm, which was within specification of =9.8cm. There was visual evidence of stretching of the inner peek. It was not possible to pass a 0.035¿ diameter wire guide through the stretched portion of the inner peek. Complaint is confirmed as the failure was verified in the laboratory. It was not possible to pass a 0.035¿ diameter wire guide through the inner peek. From customer testimony, it is known that the complaint device was used in the common bile duct to treat a hilar malignant structure. The use of the device in a non-indicated location could have caused the inner peek to become stretched, and caused or contributed to the difficulty on withdrawing the device. However, as the circumstances of use cannot be replicated in a laboratory environment, a definitive root cause cannot be determined. As per the product instructions for use: ¿the product is indented for use in the iliac, superficial femoral artery (sfa) and above-the-knee popliteal artery¿¿ document review: prior to distribution all zilver flex devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records (B)(4) revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1301596. Summary: complaint is confirmed as the failure was verified in the laboratory. It was not possible to pass a 0.035¿ diameter wire guide through the inner peek. The risk was determined to be low (category iia). According to the initial reporter, the patient suffered a rupture of the common bile duct as a result of this occurrence. The patient required an additional stent and post dilation to treat the rupture.

Event description:
MDR submitted based on serious injury, stent deformed and ruptured the cbd. The stent was deployed while pulling back the stent assembly, it got stuck inside & could not be retrieved back. Finally retrieved lot's of force which lead to stent deformation. & cbd rupture.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. PMA/510(k) # p050017/s006. Problem statement: "the stent was deployed while pulling back the stent assembly, it got stuck inside & could not be retrieved back. Finally retrieved lot's of force which lead to stent deformation. & cbd (common bile duct) rupture." Device evaluation: the zfv6-80-10-8.0 device involved in this complaint has not yet been returned for evaluation. With the information provided, a document based investigation was conducted. The customer was contacted to return the complaint device, and to request additional information. The investigation will be updated once the device has been returned and evaluated, or the information is provided. There is no evidence to suggest that this incident did not occur. Therefore, the complaint is confirmed based on customer testimony. From customer testimony, it is known that the complaint device was used in the common bile duct to treat a hilar malignant structure. The use of the device in a non-indicated location could have caused or contributed to the difficulty with deploying the device. However, as the device has not yet been returned and the circumstances of use cannot be replicated in a laboratory environment, a definitive root cause cannot be determined. As per the product instructions for use: ¿the product is indented for use in the iliac, superficial femoral artery (sfa) and above-the-knee popliteal artery¿¿ document review: prior to distribution all zilver flex devices are subject to visual inspection and functional checks to ensure device integrity as per fqc. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with this lot number. It may be noted that the failure mode of "deployment difficult ¿ off label" has been provisionally assigned. The final failure mode will be confirmed following device return and evaluation. Summary: there is no evidence to suggest that this incident did not occur. Therefore, the complaint is confirmed based on customer testimony. The risk will be assessed for this complaint once the device is returned and evaluated. When the risk has been assessed the investigation will be updated with the risk details.according to the initial reporter, the patient suffered a rupture of the common bile duct as a result of this occurrence. It is not yet known if the patient required any additional treatment. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Initial MDR is being submitted based on serious injury, stent deformed and ruptured the cbd. The stent was deployed while pulling back the stent assembly, it got stuck inside & could not be retrieved back. Finally retrieved lot's of force which "led" to stent deformation. & cbd rupture.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(6). Cook medical incorporated (cmi), 1025 acuff road, p.o box 4195, bloomington, indiana 47402-4195. Importer site establishment registration number: (B)(4). PMA/510(k) # p050017/s006. Investigation pending, a follow up MDR will be submitted with the investigation conclusions.

Event description:
This follow up report is being submitted to inform the FDA that the device has been returned and the evaluation is in progress. A follow up report will be sent within 30 days. Initial MDR submitted based on serious injury, stent deformed and ruptured the cbd. The stent was deployed while pulling back the stent assembly, it got stuck inside & could not be retrieved back. Finally retrieved lot's of force which lead to stent deformation. & cbd rupture.

Manufacturer narrative:
(B)(4). Exemption number: e2016031. (B)(4). PMA/510(k) #: p050017/s006. Investigation pending, a follow up MDR will be submitted with the investigation conclusions.

Event description:
This follow up report is being submitted to inform the FDA that the device has been returned and the evaluation is in progress. A follow up report will be sent within 30 days. Initial MDR submitted based on serious injury, stent deformed and ruptured the cbd. The stent was deployed while pulling back the stent assembly, it got stuck inside & could not be retrieved back. Finally retrieved lot's of force which lead to stent deformation. & cbd rupture.

Manufacturer narrative:
(B)(4). Exemption number: e2016031. (B)(4). PMA/510(k) # p050017/s006. Investigation pending, a follow up MDR will be submitted with the investigation conclusions.

Event description:
MDR submitted based on serious injury, stent deformed and ruptured the cbd. The stent was deployed while pulling back the stent assembly, it got stuck inside & could not be retrieved back. Finally retrieved lot's of force which lead to stent deformation. & cbd rupture.